Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04102. It was reported that the wire entrapment and loss of access site occurred. The target lesion was located in a vessel in the appendix. A 10 apdl drainage catheter and 75cm amplatz super stiff¿ were selected for use. A first time puncture into the access site was done using an accustick and then they inserted the drainage catheter. When the locking string was pulled, there was a little bit of resistance. So they inserted the trocar, metal stiffening cannula back into the catheter next to the amplatz wire. When they were removed, it was noted that they were stuck inside the drainage catheter inside the patient. So they pulled everything and upon inspection it was observed that the amplatz wire floppy tip transition was stretched. When the stiffening cannula was observed, it had actually gone outside of the most proximal drainage hole. So they pulled the entire system out and started over with a new access site. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was fine.